Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation.this complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause could not be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain cycle one) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2013 at 19:53:55. No additional information is available.